Manufacturer narrative:
A review of the internal documentation did not show an anomaly or deviation. The device met specification. A cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available and/or the device be returned for evaluation and an investigation result be available that changes this assessment, an amended medical device report will be filed.

Event description:
A patient specific guide was used to place a total knee replacement implant in (B)(6) 2013. Patient was revised due to malalignment of tibial and femoral components in (B)(6) 2017.